Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The anomalous hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
During a remote follow-up, the battery longevity had decreased more than expected following delivery of high voltage therapy. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable in will continue to be monitored.